Manufacturer narrative:
Medical device expiration date: n/a. A sample is not available for evaluation. However, a no sample investigation and device history record review will be completed. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd¿ insulin syringe was cracked on one side and leaked when drawing up insulin. There was no report of injury or medical interventions.

Manufacturer narrative:
Customer returned one 3/10cc, 8mm, 30g walgreens syringe in an open poly bag with part of the shelf carton from lot # 6347590. Customer states that the syringe was cracked on one side and insulin leaked out when drawing up. The returned syringe was examined and exhibited a piece of the barrel broken off ranging from the 0-11 unit markings. This condition could cause leakage when drawing. As per manufacturing, a review of the device history record was completed for batch # 6347590 all inspections were performed per the applicable operations qc specifications. There was one notification noted that did not pertain to the complaint. Investigation conclusion: based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (broken barrel and leakage). Probable root cause was noted to be the barrel likely being broken in the prep dial prior to assembly, which accounts for the lack of damage to the needle assembly.